Event description:
The patient reported that they lost stimulation and the implantable neurostimulator (ins) turned off, as the patient can feel if it is not on. The first instance of this happened earlier in 2016, and the 2nd happened a couple of weeks prior to date notified. After checking the ins it showed off and 50% charged, and the patient has not charged for a couple of days prior to date notified. It was stated that the battery seems to fluctuate as to when recharging is necessary which has occurred since implant on (B)(6) 2015. The patient also used an electromagnet body mat by (B)(4), and noted that it does not interfere with the implant and has helped them get out of using a wheelchair. However, there is a strap accessory that is put around the patient's head and they believe it coincided with the 2 instances of the ins turning off. Additional information received on (B)(6) 2016 from a (B)(4) representative via the patient's mother reported that the (B)(4) machine had "shut down" the implant. The hcp did not know what exactly they meant by "shut down." The (B)(4) rep indicated that it can be used across the entire body and operates at the highest level of 150 microteslas, and that coils are placed on the body for treatment purposes in locations such as the torso, head, legs. Indication for implant is movement disorders.

Event description:
Additional information was received from a consumer. It was reported that the patient was still having several recharging issues as the patient experiences a change in symptoms after the implantable neurostimulator (ins) falls below a 50% charge level. The reported change in symptoms included an increase in trouble speaking as "he has more tone in the left side of his body", and was more robotic. It was also stated that when the ins falls below 25%, the patient can feel it loose power and notices changes as it does not help with his symptoms. The patient also was not able to charge the ins to 100% as he becomes symptomatic and it was difficult to relax. An erratic ability of the ins to stay charged was reported. The consumer clarified by stating that the ins charge levels drop erratically over a 24 hour period. The patient's ins was reprogrammed to lower the voltage a year or two ago, but the patient did not want to make any other adjustments due to the previously reported issues. It was confirmed that there were no falls/trauma, emi exposure, or positional movement related to the issues. It was reviewed that when the device falls below a 25% charge level, it is unable to deliver therapy and turns off until it is charged up past 25%. It was also reviewed that the device does not automatically turn back on if it fell below a 25% charge level. The patient was redirected to the health care provider (hcp) to obtain the recharging statics. It is unknown when the issues began occurring. The patient's medical history included receiving growth hormone therapy for people with traumatic brain injury, depression, and incontinence. The patient's concomitant medications included: oral baclofen which was taken inconsistently due to sleeping patterns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.